Event description:
It was reported that during a cryoablation procedure, it was observed that upon putting the balloon catheter into the sheath, the account ¿aspirated the sheath and pulled many air bubbles¿. The same balloon was re prepped without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.